Event description:
Severe back bleeding into the stylet.

Manufacturer narrative:
Visually the stylet contamination guard is full of blood. The passive valve was taken off of the device, and visually inspected under 10x magnification. The rubber inside the passive valve has a hole that remains open after the stylet is removed. Water was introduced through all of the device lumens and the water flows from where it should. The passive valve was not functionally tested.